Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after resolving a continuous glucose monitoring connectivity issue, the patient¿s blood glucose rose above 400 mg/dl for over 90 minutes while using the ilet with a libre 3+ sensor, and support advised reviewing algorithm steps and performing an infusion set change; the caregiver noted an accidental infusion set pull the prior night and later paused insulin delivery when glucose began falling rapidly before readings stabilized around 280 mg/dl. Symptoms included hyperglycemia. Outcomes included transient interruption of insulin delivery by the caregiver and ongoing monitoring without hospitalization. Investigation included customer counseling on algorithm review and infusion set troubleshooting. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion site or set-related contribution given the reported dislodgement and recommendation for set change, although no definitive device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.